Event description:
Patient reported they have had many visits with the dentist for pain in their teeth and the aligners have rubbed away their gums. They now have receding gums.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.